Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(6). Event occurred in netherlands. It was reported that the patient's infusion set fell off from body while the patient was doing shopping. No further information available.